Manufacturer narrative:
Our field service engineer visited the hosp to collect log files from the ventilator. The ventilator was not examined and no part was replaced because the facility would have to hold off on repairs due to the budget. Eval of the logs confirmed the reported failure. The log shows that the pre-use check on several occasions had failed the flo transducer test after the first time it occurred. The failed test indicates a failure of the oxygen gas module but this has not been confirmed. The root cause of the failure has not been determined as the facility did not allow investigation and repair of the ventilator. Refer to exemption # (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. (B)(4).